Manufacturer narrative:
The customer reported complaint for the thermogard xp ivtm console (sn (B)(4)) displaying error message tcmid: 07 (coolant temp high) was confirmed during initial functional testing and archive review. Microcontroller found to be defective and was replaced to remedy the issue. Visual inspection was performed and found bubbles on lcd display screen, a missing seal rocker switch and a damaged drip gasket were observed on console that unrelated to the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured on 03/12/2009. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Archive log showed three error messages on the reported event date. Following the repair and parts replacement, the thermogard passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of (B)(4). .

Event description:
After 4 hours of ivtm treatment on patient, the thermogard xp ivtm console (sn: (B)(4)) system displayed a tcmid: 07 (coolant temp high) error. System was re-started several times, but error could not be cleared. Customer continued therapy with surface pads. No patient consequences were reported.